Event description:
It was reported to vyaire medical that the ventilator was giving the r.t. A "low proximal pressure" message. Alarm 275, 'flow measured proximally is less than the flow delivered' noted in multiple instances over the last week. Device was on a patient at the time. No patient harm occurred.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : not returned.